Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled a follow-up, oversensing was observed. The patient was asymptomatic. No programming changes were made. The patient remained stable throughout the device interrogation and will continue to be monitored.

Manufacturer narrative:
Supplemental MDR required to correct date returned to manufacturer.

Manufacturer narrative:
The reported field event of ventricular oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes the device was explanted and replaced.